Event description:
A complaint was initiated for a patient who underwent a knee surgery on (B)(6) 2019. During the surgery, the femoral alignment screws fractured the femoral condyle. A revision surgery is planned.